Manufacturer narrative:
This is an addendum to the initial emdr to document a correction to the lot number used. The results of this investigation remain the same. No conclusion can be made. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported the patient underwent a wedge/poss. Lobectomy on (B)(6) 2016 that included use of progel sealant over the primary closure. The next day the patient¿s chest tubes were removed. On (B)(6) 2016 the patient presented with a air leak and a pig tail chest tube was placed in picu. Patient went to or to view the lung and a formal chest tube was placed. A small amount of leakage was noted from the staple line/dissection area. Progel was reapplied to the site they saw that the leaking resolved. On (B)(6) 2016 the chest tube was removed and patient¿s leak is resolved.

Manufacturer narrative:
The progel was used to treat the patient and there was no immediate post-op complications reported. Progel pleural air leak sealant is a single use device intended for application to visceral pleura after standard visceral pleural closure with, for example, sutures or staples, of visible air leaks incurred during resection of lung parenchyma. Progel will support seal strength during initial postoperative period. A review of the manufacturing records for this product lot was performed and no anomalies were found. Based on the information provided, the source of the air leak that presented 7 days post-op cannot be determined. At this time no definitive conclusions can be made. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device used on patient, not available for evaluation.

Event description:
As reported the patient underwent a wedge/poss. Lobectomy on (B)(6) 2016 that included use of progel sealant over the primary closure. The next day the patient¿s chest tubes were removed. On (B)(6) 2016 the patient presented with a air leak and a pig tail chest tube was placed in picu. Patient went to or to view the lung and a formal chest tube was placed. A small amount of leakage was noted from the staple line/dissection area. Progel was reapplied to the site they saw that the leaking resolved. On (B)(6) 2016 the chest tube was removed and patient¿s leak is resolved.